Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. The blood glucose level was not adversely impacted by this issue. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session with no recurrence of the error.